Event description:
It was reported that during the procedure the operator flushed the subject flow diverter stent with a retro-flush syringe, mounted it in the microcatheter, and performed partial distal deployment to ensure proper opening. During attempt to re-engage (fixed point on pusher, advancement of microcatheter), pusher retracted into microcatheter with stent partially deployed, partially in microcatheter. Entire assembly was removed. No further information is available.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned having been deployed. Another manufacturer¿s microcatheter was returned with a kink in it. The distal stent delivery wire (sdw) was kinked/bent. The stent was fully opened but deformed with frayed braid ends. The introducer sheath kinked throughout. A functional inspection could not be performed as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted prior to use, continuous flushing was maintained and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be of normal tortuosity. The damage noted to the stent, sdw and introducer sheath indicates the device encountered a severe force/resistance during use. It is most probable the introducer sheath tip was damaged while either advancing it through the rotating hemostatic valve (rhv) or while seating it into the microcatheter hub. As a result of the damage, the stent, during advancement, would have become damaged too as force would have also been applied to attempt to push the stent though the crushed/damaged introducer sheath tip. As the sdw would have been used to push the stent through the damaged introducer sheath it would have become kinked/bent. In addition, when retracting the stent in the microcatheter it would not have been able to enter the damaged introducer sheath and would have subsequently become detached/partially detached inside the microcatheter. Therefor the crushed/damaged stent introducer sheath tip would most likely have contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported event: ¿stent deployed prematurely during use¿ and analyzed events: ¿stent deployed prematurely during use¿, ¿stent deformed¿, 'stent introducer sheath damaged' and ¿sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure the operator flushed the subject flow diverter stent with a retro-flush syringe, mounted it in the microcatheter, and performed partial distal deployment to ensure proper opening. During attempt to re-engage (fixed point on pusher, advancement of microcatheter), pusher retracted into microcatheter with stent partially deployed, partially in microcatheter. Entire assembly was removed. No further information is available.